Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample, product or lot numbers were returned for analysis. The provided instructions state that this device is contraindicated wherever there is presence of device related infections, previous or current thrombosis and states that a clinical assessment of the patient must be completed prior to use to ensure no contraindications exist. The customer reported that the catheter was cleared for use indicating a clinical assessment was performed on this patient prior to use. A device history record review based on sales history did not reveal any manufacturing related issues. Based on the limited information and no sample, the probable cause of this complaint could not be determined. No further actions will be taken.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. Patient's age is approximate.

Event description:
It was reported the clinician placed a single lumen 4.5fr PICC catheter with chloraguard into the patient's right basilic. The patient developed a catheter related thrombosis. Once this was discovered they began doing blood draws from a peripherial site, however, the catheter has been cleared to use. It is improving and they have elevated the patient's arm. There was a delay in treatment with no patient harm and no patient death or complications reported.